Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in-house testing of the architect syphilis tp reagent, lot number 76481be01. A review of tracking and trending for the product and the reagent lot did not identify an increase in complaint activity. Sensitivity testing was performed using an in-house retained kit of lot 76481be00, which contains the same bulk material as lot 76481be01, stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect syphilis tp, lot number 76481be01, was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results on a 22yrs old female patient that reactive on elisa, and tppa. The results provided were: sid (B)(6) initial on architect (B)(6) = 0.76 s/co (< 1.00 s/co=nonreactive) /repeated=0.73 s/co /repeated on architect (B)(6) = 0.62 s/co. Elisa and tppa=positive. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), 22yrs old female. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results on a 22yrs old female patient that reactive on elisa, and tppa. The results provided were: sid (B)(6) initial on architect isr61605=0.76 s/co (< 1.00 s/co=nonreactive) /repeated=0.73 s/co /repeated on architect isr62735= 0.62 s/co. Elisa and tppa=positive. There was no reported impact to patient management.